Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. Also, amplitude was seen on the surface but not sensed. Boston scientific technical services (ts) suggested field representative to discuss with physician and recommend chest x-ray when possible and programming until probable lead revision. To date, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. Also, amplitude was seen on the surface but not sensed. Boston scientific technical services (ts) suggested field representative to discuss with physician and recommend chest x-ray when possible and programming until probable lead revision. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.